Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the micu, the guide wire deformed. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a kinked guidewire and an advancer tube. The kink in the guidewire was observed at 3.5 cm from the distal end with offset coils found in the j-tip. The wire was found to be intact and within dimensional specifications. A device history record review was performed with no relevant findings. The guidewire is always inserted through an introducer needle, raulerson syringe, or introducer catheter and none of these other insertion components were returned. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.